Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, fluoro functions board, and the ps1 power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a communications error message outside a case. No pt injury was reported.